Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing measurements higher than 3000 ohms. Additionally, high capture thresholds and noise were noted. The physician mentioned that there was pacing inhibition; therefore, the patient experienced a syncopal event. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.